Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was reported some in the latest batch do not flush. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. The sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and the result was within specification. It could be possible that the customer is getting some products that are towards the high specification limit for plunger movement and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot number 1019137. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with the sample analysis the symptom of plunger movement difficult reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the syringe 10ml reg pr saline 10ml fill experienced difficult plunger movement. The following information was provided by the initial reporter: material no: 306546, batch no: 1019137. We are having issues with bd item 306546. Nursing feedback is - appears some in the latest batch do not flush there is a fault in them. We have had some issues with our saline flushes. Appears some in the latest batch do not flush there is a fault in them.